Event description:
During a follow-up, noise that resulted in oversensing was noted on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable with no consequences.